Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory patient notifier from their device on (B)(6) 2018. Upon interrogation of the device, irregular noise was observed on the right ventricular lead. The lead was explanted and replaced on (B)(6) 2018. During the procedure, some damage to the insulation was observed on the mid-section of the lead. It was suspected that it may have been deterioration of insulation or damage from the lead removal. The patient was stable.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.